Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Electrode noted to be spontaneously malfunctioning while op and was exchanged for new one with no benefit. Shortly after this the cable exploded at point of join to working element. Period on uncontrolled bleeding while cable was exchanged. Increased bleeding requiring continuous flushing of bladder and irrigation in recovery. Procedure was completed successfully".

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).